Event description:
It was reported to philips that the allura device had video cable issues which resulted in the device being down. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported video cable issues. No further information regarding the reported issue as the customer cancelled the service request. No work performed by philips. The codes were updated based on the investigation outcome.